Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: could you please clarify how issue was resolved? Could you please clarify if there were any patient consequences?

Event description:
It was reported that during an unknown procedure, the stapler did not complete the staple line. It's unknown whether there were any patient consequences. No additional information is available at this time.